Manufacturer narrative:
Mfg date now provided.

Manufacturer narrative:
Correction: lot number and device manufacture date provided.

Event description:
A site representative reported that, while in a spinal fusion procedure, the ratcheting instrument was damaged. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient weight field not sufficient to hold all digits, should read (B)(6). Device manufacturing date is unavailable at this time. RMA issued. Replacement straight ratcheting handle shipped to site (B)(4) 2014. Issue resolved with replacement. Medtronic investigation of returned suspect ratcheting handle finds that the end cap was broken off of the handle and is missing. Otherwise, the spring release and ratchet features function normally. Root cause: mechanical, pieces broken. Directly caused event.